Event description:
It was reported that the patient had no benefit from the device. Information received indicated that the lead was replaced after 32 months of service life because of high impedance and loss of paresthesia. The patient was implanted with a device in 2008 and had impedance values after that were "all good" but then they were "all bad" (4,000 ohms) (refer to manufacturer report # 9614453-2010-01500). At the first revision surgery in 2010, all was explanted and a completely new device system was implanted. All impedances were "well again" after the replacement surgery. However, now impedances are "bad again." It was reported that only electrode reprogramming was possible but that did not help the patient, and that was why the device system was replaced again. It was questioned as to why impedances increase after 2 years. It was reported that there was no harm, injury, or death to the patient and for patient outcome, no patient complication was reported.

Manufacturer narrative:
Product ID 3889, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead. Product ID 3550-18, serial # (B)(4), product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins was functionally okay, but the setscrew was backed out too far. Analysis of the lead found that two conductors (#0 and #2) were broken at the second most distal tine 4.0 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.